Event description:
The customer stated that the device leaked out the top when filling and returned the unit for evaluation. During the evaluation, enough liquid oxygen leaked out the case during fill from the fill tube to potentially cause a serious injury should this malfunction recur. This malfunction duplicated the reported problem. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the manufacturing process per the approved dmr. This finding does not appear to be related to manufacturing processes, procedures, or specifications.